Event description:
On (B)(6) 2010, I was arrested for dwi in the township of (B)(6) in the state of (B)(6). I was directed to blow into a draeger alcotest 7110 mkiii-c. The serial number was (B)(4). The device reported a long blowing time that I did not believe that I could produce. My suspicions were confirmed by a pulmonologist, dr (B)(6), m.d. It is my understanding that others defendants have produced longer blowing times inconsistent with normal human function. The device is designed so that it is never calibrated for the pulmonary functions that it reports. The liter volume, blowing time, and pressure and flow sensors are not routinely calibrated. In addition, the MFR has failed to comply with 21 cfr part 820. They failed to submit a 510k. They failed to register their production facilities. They changed their software without FDA approval.